Event description:
The pt stated, he was in the process of switching to his backup infusion device and he inserted the power pack from his primary infusion device into his backup infusion device. He stated, that his backup infusion device then displayed "2.01" and the screen did not change. He stated, the power jack had been in use in his primary infusion device for 1 week before the switch. He was advised to insert a new power pack into the backup infusion device and it functioned properly. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.